Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead for atrial tachycardia/atrial fibrillation (at/af) episodes on presenting and stored electrograms, resulting in false terminations of at/af episodes. It was also noted that there was high thresholds on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.